Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
B3: date of event: on (B)(6) 2022.

Manufacturer narrative:
The device was returned intact and functional. No additional observations.